Event description:
It was reported that a capacitor maintenance anomaly was observed. No patient symptoms were reported. Manual capacitor maintenance was performed and resolved the issue. Patient condition was stable.